Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a segment of the conductor wire dislodged within the grip hub. A loop of the wire protrudes above the outer surface of the grip assembly and hitting the force amplification pulley. The wire insulation was damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Additional observation not reported by site that is related to the primary failure: the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw was unhinged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter stated that the instrument was inspected prior to use and there was not any damage out of the ordinary. There wasn't a system fault. They were grasping tissue when the issue occurred, but tissue was not stuck. There was no adverse effect on the tissue and no unexpected tissue removal.